Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and on the balloon. There was crystallized contrast in the loosely folded balloon and inflation lumen. This is consistent with preparation and use of the product in the patient anatomy. The distal outer member was stretched/necked for a length of 1mm at the proximal balloon seal. There were several kinks and bends noted to the catheter. A new indeflator was used in an attempt to pressurize the balloon; however the balloon would not inflate due to the crystallized contrast. The catheter was soaked for a couple of hours to dissolve the contrast and the balloon was successfully inflated with contrast diluted 1:1 with water. The stretched/necked area on the distal shaft also expanded. Negative was pulled and the balloon deflated and the shaft stretched/necked again proximal to the proximal balloon seal. The deflation times were measured and met manufacturing criteria. It is possible that the contrast mix ratio may not have been properly diluted and could have contributed to the deflation difficulties. Contrast that is more concentrated can lead to slower deflation. It is specified in the instructions for use (IFU) materials required section that the contrast is 60% contrast diluted 1:1 with normal saline. Reportedly, no damage was reported as being observed during product inspection prior to use; therefore, it is likely that the stretched shaft occurred during the procedure. It was reported that the balloon was unable to be deflated and was removed from the patient still inflated; therefore, it is possible that resistance was encountered during retraction of the catheter and as force was applied, the shaft became stretched, further contributing to the inability to deflate. The noted damage does not appear to have contributed to the reported difficulty deflating the balloon as return analysis noted the deflation times were within specification despite the noted damage. Additional handling, packaging and return to abbott vascular for analysis may have contributed to the kinks and bends noted to the catheter. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. All dilatation catheters are 100% visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation. Difficulty to deflate can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. The reported deflation difficulties appear to be related to the operational context of the procedure.

Event description:
It was reported that after the first inflation of the rx trek, the balloon was unable to be deflated. Attempts were made to deflate the balloon with a syringe, but were unsuccessful. The rx trek was removed from the patient inflated. No adverse patient effects were reported. After removal from the patient, another attempt was made to deflate the balloon on the table with a 30cc syringe, but it was still unable to be deflated. No additional information was provided.